Event description:
In response to incident of 05/06/98 this facility purchased invacare mechanical lift slings to insure that all slings used were designed specifically for invacare's mechanical lift. Upon routine inspection of the slings in november, facility found seven slings with tears along the edges covering the metal bars. While investigating this defect, facility reviewed their laundry procedures. Facility's staff always remove the metal support bars before laundering. Facility cannot account for the wide range of defects, from small pin holes to large potentially dangerous tears in the material. On inspection of the metal support bars facility found several with rough ends. These ends could be causing the tears as the rough ends rub against the material continually. Rptr would suggest that invacare cover the ends of the bars with a plastic shield. This would prevent the rough ends from tearing at the material causing a potentially dangerous situation. Facility has now found all of these slings to be defective. Facility strongly feels that the co. Is aware of this problem and should correct the situation or this "planned obsolescent"?